Event description:
It was reported that there was inadequate apposition. The target lesion was located in the renal artery. A 4.0mmx15mmx150cmexpress vascular sd stent was advanced for treatment. The device reached the lesion. However, the balloon which was inside the stent could not appose the stent. The device was retrieved without any additional intervention performed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.